Manufacturer narrative:
Device not returned

Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. No additional information was provided. A replacement transmitter was sent to the customer to resolve the issue.